Manufacturer narrative:
(B)(4).

Event description:
It was reported that his rv lead was explanted due to noise, oversensing, pacing not delivered when required, and pace impedance measurement high out-of-range, greater than 2,000 ohms up to the 3,000 ohms range. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated with pertinent information at that time.